Event description:
It was reported that intermittent, unspecified alarms occurred. Customer changed pump supplies to address the issue and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.